Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that during setup at the user facility, small metal pieces were breaking off on the blade mount of the saw. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.